Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation/inflammation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that after removing the arrays, following a few days of optune gio therapy, he had developed a skin reaction characterized by blistering, bleeding, pruritus, and a burning sensation. As a result, optune gio therapy was temporarily discontinued. The patient was evaluated by a dermatologist, who prescribed unspecified allergy medications along with a topical cream. The prescribing physician was contacted for further details, although no reply was received.